Event description:
It was reported to boston scientific corp in 2007, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed approx four months prior. According to the complainant, immediately after the prolieve procedure was completed, the patient experienced "site-pain" at the tip of the glans penis. Termed moderate in intensity this was resolved the following month. The patient also experienced urethritis, termed moderate in intensity. Unable to determine the patient's condition and resolution of this event.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.